Manufacturer narrative:
The subject of this filing was uniquely designed for this patient's specific pathology by the prescribing physician. The surgeon reported an incidental finding of the implant being fractured. No revision or explantation has been scheduled as of the date of this report. Review of production records did not indicate any issues related to manufacturing that may have contributed to the event. Product has not been returned for evaluation since it remains implanted in the patient.

Event description:
It was reported to the manufacturer that a custom implant broke in the patient. The broken implant was found during post operative check up. No revision surgery or explantation has been scheduled as of the date of this report. The initial surgery was performed on (B)(6) 2020. No other complications were reported to the manufacturer.